Manufacturer narrative:
Calibration signals were within expectations. Quality controls on the day of the event were within specified ranges. Upon review of the alarm trace, five alarms indicating abnormal sample aspiration were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys probnp ii ver. 2.1 immunoassay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. An aliquot of the sample initially resulted in a probnp value of 9.97 pg/ml accompanied by a data flag. The sample was automatically repeated, resulting in a value of 9.17 pg/ml accompanied by a data flag. The primary tube of the sample was repeated, resulting in a value of 1165 pg/ml. The aliquot of the sample was also repeated twice, resulting in values of 1176 pg/ml and 1166 pg/ml. The probnp reagent lot number was 600186, with an expiration date of 31-may-2023.